Event description:
As reported, during use, a swan-ganz pacing catheter did not pace with both of the atrial and ventricular electrodes. The error message related to short condition was displayed on the monitor. The issue was resolved by replacing the catheter. There was no allegation of patient injury.

Manufacturer narrative:
The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.